Event description:
(Case mgr workmans' comp, employee health states that the only info that could be found, was that this person was probably a rn and that they had some type of contact dermatitis (rash) after wearing the gloves. The gender of the individual is not known for certain. Reporter stated that the incident occurred sometime in 2001, and that this individual was given prescriptive cortisone cream and instructed to wear a different type of glove. As far as reporter knows, this person is now doing fine.